Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Pump had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus. Battery was replaced but alarm did not go off. Troubleshooting was done for button error. Customer's blood glucose was 111 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.